Event description:
In 2008, the distributor reported that during surgery, one of the prongs on the driver broke. This cause a 30 minute delay in surgery. It is not known if intervention was required to retrieve the broken piece. The surgery was completed without further incident.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.